Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for cardioversion due to an episode of atrial fibrillation. Device interrogation revealed under-sensing exhibited by the right atrial lead. Programming adjustments were made. The patient was stable.